Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a cytarabine infusion with 1050 ml total volume intended to run for 24 hours, which should have completed at 0000 on 5/11, did not complete until 0320. There was no patient harm. The customer has requested a log analysis to find out what was programmed by the nurse, and any details during infusion that might explain why the infusion ran long.